Manufacturer narrative:
According to the information, the implant date was (B)(6) 1995. Complication history includes homograft implant time prior to complication diagnosis: 8.8 years. On (B)(6) 2003: moderately severe (3+) aortic insufficiency; severely dilated aortic root. On (B)(6) 2003: non-structural dysfunction, paravalvular leak. Readmission required (B)(6) 2003; admitting diagnosis: "leak." Discharge date (B)(6) 2003. Reoperation required (B)(6) 2003; procedure performed: "aortic balloon." The following additional information was received and is from the patient's admission note when she underwent aortic valve replacement: "she is a woman with crohn's disease for the last five years. Other complicating factors include severe aortic regurgitation. In (B)(6) 1994 she had suturing of the valve, however currently she is being evaluated for aortic valve replacement." The following additional information was received from later admission notes: "this patient had severe aortic insufficiency post-op aortic valve repair post-op aortic homograft root replacement, and underwent aortic root replacement with re-implantation of the coronary arteries with a 23 st. Jude valve conduit. ((B)(6) 1997)." "Date of surgery (B)(6) 2003: preoperative diagnosis: history of aortic valve repair. History of aortic root replacement with a homograft. History of subsequent st. Jude mechanical valve conduit 23mm replacement of the aortic root. Crohn's. Granulomatous aortitis. Severe aortic insufficiency of the valve with a giant pseudo aneurysm of the aortic root. Operation performed: fourth time redo sternotomy. Third time redo aortic root replacement with a 25mm carbomedics valve conduit. Coronary artery bypass grafting x2 with a reverse saphenous vein graft to the left anterior descending and a reverse saphenous vein graft to the right coronary artery. Placement of inner aortic balloon pump, placement of left atrial line. The hospital was contacted for further clarification if the cryovalve was explanted in 1997 when the st. Jude valve was implanted. The hospital provided the following operative note from 1997: "in inspecting the valve, the valve appeared to have degenerated as well as the arterial wall and the valve actually pulled away from the wall. There was a 1.5cm x 1cm aneurysm above the commissure of the right noncoronary commissure which extended back into the fat of the right ventricle, however, one could easily see the configuration of the fat at the base of the hole and the edges looked as though they had been freshly torn without much scar at all. There was no flap underneath the lower suture line of the homograft. The homograft was quite a bit more dilated than when it was placed in. It was placed in an internal diameter of 22mm and the internal diameter was approximately 26 with sinuses as large as 30. The valve was cut out of the homograft and the coronary arteries were removed at approximately the same size as at the first operation. The left main was very mobile as it was with the other root replacement. A 23 st. Jude valve conduit was selected. The valve was positioned in the annulus using interrupted 2-0 pledgeted tevdek sutures. The valve was lowered and the sutures tied. Using the eye cautery, appropriately placed holes for the left and right coronary artery were cut and the coronary buttons were sutured to the graft using a running 4-0 prolene suture. It should be noted that the left was put in position, the conduit was sutured to the ascending aorta with a running 4-0 prolene suture and the cross clamp released for a minute to dictate the position of the right coronary artery on the dacron graft. Once this was determined and the button cut, the right coronary artery was sutured with a running 4-0 prolene suture." The dates of the adverse events associated with this complaint reportedly took place on (B)(6) 2003 and (B)(6) 2003. Therefore, the adverse events originally reported took place after homograft explant, and were associated with the replacement st. Jude valve implanted following homograft explant. As a result, the investigation will be relegated to events and indication for explant of the aortic homograft on (B)(6) 1997. All attributes identified during inspection were documented appropriately. No attributes were noted that would have rejected the allograft. A review of training records indicates that the technician who inspected this allograft was appropriately trained for the task she performed. A review was performed of the available information. The reported event occurred approximately 20 years ago and additional information surrounding the event was unavailable. Use of aortic allografts for aortic valve replacement has often been reported as a good option for younger patient populations due to lack of anticoagulation therapy and excellent hemodynamic characteristics, which favor a more vigorous lifestyle and functional status. However, younger age at implantation has been associated with accelerated rates of valve failure and explant among biologic valves. Rates of reoperation and explant following aortic valve replacement with an aortic homograft have been described in literature. Smedira et al. Reported 46 explants in a series of 744 patients who received aortic homografts for aortic valve replacement. Structural valve deterioration (svd) was cited as the most common mechanism of valve failure, occurring in 59% (n=27/46). Indications for valve explant were as follows: stenosis - 5.3% (n=2), regurgitation - 79% (n=30), mixed - 16% (n=6), and unknown - 17% (n=8). It is important to note that the majority of patients included in this series were [?] 60 years of at time of implant (<30 (6.3%, n=47); 30-40 (21%, n=154); 40-50 (27%, n=205); 50-60 (27%, n=203)). Increased risk of svd was associated with younger age at time of implantation. A study by doty et al. Reported that seven (6%) patients required valve explant, four of which for structural deterioration. At 10 years, freedom from reoperation for allograft-related caused was 92%. All explants due to svd occurred in younger patients (under the age of 50 years; mean age 33.8 years), at a mean of 6.9 years post-implant. O'brien et al. Reported that 53% of patients less than 20 years of age underwent reoperation by 10 years postoperatively. Rates of freedom from svd in younger patients ([?]50 years of age at time of implant) vary in the literature. Rates from four large cohort studies of younger patients are reported below: cryolife - 85% at 10 years (<50 years; 348 patients), o'brien - 47% at 10 years; 81% at 15 years ([?<=20 years; 84 patients), doty - 97% at 10 years (mean age 48 years; 117 patients), dossche - 100% at 8 years (mean age 51 years; 132 patients). Aortic aneurysm, dilated aortic root, and aortic insufficiency following aortic valve replacement have been reported in the literature. The aortic valve and ascending aorta guidelines report dilation of the aortic root as a common cause of aortic insufficiency (svennson 2013). Aortic aneurysm and dilated aortic root have been reported in the literature for patients with a pre-operative history of crohn's disease. Crohn's disease causes blood vessel inflammation and abnormal vascular remodeling which may eventually result in aneurysm formation or aortic valve insufficiency as a result of aortic root dilation. In addition the repeated occurrence of aortic dilation suggests the possibility of an underlying systemic autoimmune or connective tissue disorder. The IFU provides the following instructions: "cardiac allografts are human biological tissues and, as such, present considerable anatomical variation. Specific allograft attributes (representing normal biological variation) and donor-specific information are described in the allograft diagram and the certificate of assurance supplied with each allograft." The IFU lists the following potential complications with the use of cardiac allograft: degeneration, valvular and perivalvular insufficiency, and aneurysm formation. The root cause of the event is unknown; however, the repeated occurrence of aortic dilation suggests the possibility of an underlying systemic autoimmune or connective tissue disorder. Structural valve deterioration has been reported in literature.

Event description:
According to the information, the implant date was (B)(6) 1995. Complication history includes homograft implant time prior to complication diagnosis: 8.8 years. On (B)(6) 2003: moderately severe (3+) aortic insufficiency; severely dilated aortic root. On (B)(6) 2003: non-structural dysfunction, paravalvular leak. Readmission required (B)(6) 2003; admitting diagnosis: "leak." Discharge date (B)(6) 2003. Reoperation required (B)(6) 2003; procedure performed: "aortic balloon." The following additional information was received and is from the patient's admission note when she underwent aortic valve replacement: "she is a woman with crohn's disease for the last five years. Other complicating factors include severe aortic regurgitation. In (B)(6) 1994 she had suturing of the valve, however currently she is being evaluated for aortic valve replacement." The following additional information was received from later admission notes: "this patient had severe aortic insufficiency post-op aortic valve repair post-op aortic homograft root replacement, and underwent aortic root replacement with re-implantation of the coronary arteries with a 23 st. Jude valve conduit. ((B)(6) 1997)." "Date of surgery (B)(6) 2003: preoperative diagnosis: history of aortic valve repair. History of aortic root replacement with a homograft. History of subsequent st. Jude mechanical valve conduit 23mm replacement of the aortic root. Crohn's. Granulomatous aortitis. Severe aortic insufficiency of the valve with a giant pseudo aneurysm of the aortic root. Operation performed: fourth time redo sternotomy. Third time redo aortic root replacement with a 25mm carbomedics valve conduit. Coronary artery bypass grafting x2 with a reverse saphenous vein graft to the left anterior descending and a reverse saphenous vein graft to the right coronary artery. Placement of inner aortic balloon pump, placement of left atrial line.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the information, the implant date was (B)(6) 1995. Complication history includes homograft implant time prior to complication diagnosis: 8.8 years. On (B)(6) 2003: moderately severe (3+) aortic insufficiency; severely dilated aortic root. On (B)(6) 2003: non-structural dysfunction, paravalvular leak. Readmission required (B)(6) 2003; admitting diagnosis: "leak." Discharge date (B)(6) 2003. Reoperation required (B)(6) 2003; procedure performed: "aortic balloon." The following additional information was received and is from the patient's admission note when she underwent aortic valve replacement: "she is a woman with crohn's disease for the last five years. Other complicating factors include severe aortic regurgitation. In (B)(6) 1994 she had suturing of the valve, however currently she is being evaluated for aortic valve replacement." The following additional information was received from later admission notes: "this patient had severe aortic insufficiency post-op aortic valve repair post-op aortic homograft root replacement, and underwent aortic root replacement with re-implantation of the coronary arteries with a 23 st. Jude valve conduit. On ((B)(6) 1997)." "Date of surgery (B)(6) 2003: preoperative diagnosis: history of aortic valve repair. History of aortic root replacement with a homograft. History of subsequent st. Jude mechanical valve conduit 23mm replacement of the aortic root. Crohn's. Granulomatous aortitis. Severe aortic insufficiency of the valve with a giant pseudo aneurysm of the aortic root. Operation performed: fourth time redo sternotomy. Third time redo aortic root replacement with a 25mm carbomedics valve conduit. Coronary artery bypass grafting x2 with a reverse saphenous vein graft to the left anterior descending and a reverse saphenous vein graft to the right coronary artery. Placement of inner aortic balloon pump, placement of left atrial line.

Manufacturer narrative:
Additional information was received in the form of operative notes from the procedures on (B)(6) 1994, (B)(6) 1995, and (B)(6) 1997. The operative notes did not contain any information which was not provided by the site coordinator via email previously in the investigation. Updated case report forms were also received from the study which confirmed the explant that occurred with the cryovalve in 1997. The pre-operative diagnosis for cryovalve explant was listed as "insufficiency."

Event description:
According to the information, the implant date was (B)(6) 1995. Complication history includes homograft implant time prior to complication diagnosis: 8.8 years. On (B)(6) 2003: moderately severe (3+) aortic insufficiency; severely dilated aortic root. On (B)(6) 2003: non-structural dysfunction, paravalvular leak. Readmission required (B)(6) 2003; admitting diagnosis: "leak." Discharge date (B)(6) 2003. Reoperation required (B)(6) 2003; procedure performed: "aortic balloon." The following additional information was received and is from the patient's admission note when she underwent aortic valve replacement: "she is a woman with crohn's disease for the last five years. Other complicating factors include severe aortic regurgitation. In (B)(6) 1994 she had suturing of the valve, however currently she is being evaluated for aortic valve replacement." The following additional information was received from later admission notes: "this patient had severe aortic insufficiency post-op aortic valve repair post-op aortic homograft root replacement, and underwent aortic root replacement with re-implantation of the coronary arteries with a 23 st. Jude valve conduit ((B)(6) 1997)." "Date of surgery (B)(6) 2003: preoperative diagnosis: history of aortic valve repair. History of aortic root replacement with a homograft. History of subsequent st. Jude mechanical valve conduit 23mm replacement of the aortic root. Crohn's. Granulomatous aortitis. Severe aortic insufficiency of the valve with a giant pseudo aneurysm of the aortic root. Operation performed: fourth time redo sternotomy. Third time redo aortic root replacement with a 25mm carbomedics valve conduit. Coronary artery bypass grafting x2 with a reverse saphenous vein graft to the left anterior descending and a reverse saphenous vein graft to the right coronary artery. Placement of inner aortic balloon pump, placement of left atrial line.